Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The complaint component was not returned by the customer therefore no product analysis could be performed. If the complaint component is returned at a later date then the product investigation can be re-opened to perform the analysis.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) due to the balloon had a pinhole and was leaking fluid. All the components were removed and successfully replaced with a new aus system. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.